Manufacturer narrative:
H3- the lens remain implanted. Claim# (B)(4).

Event description:
A randomized comparative study was published in the niles journal for geriatric and gerontology, titled "implantable collamer lens vs iris claw lens in myopia correction." The study included 46 patients diagnosed with myopia. Group b included 40 eyes from 24 patients that had an implantable collamer lens (icl) implantation procedure. Post op results indicated that one eye experienced and acute rise in iop. This was attributed to a severe attack of iritis and anterior chamber reaction. The study concludes that over a follow-up period of up to three years, refractive outcomes remained stable, and bcva improvement.